Event description:
During the procedure, several staple loads were used with the endo gia stapler. These loads included purple 45mm reloads and black 45mm reloads. A small piece of the yellow plastic guard that the reloads are packaged with was located within the chest cavity, immediately following the use of a reload. The surgeon successfully removed this piece. The size of the broken piece was roughly 1-2mm. The guard was removed prior to the load being inserted in the patient, therefore the team was unaware of how the piece ended up breaking and entering the chest cavity. Unsure whether it was user error or malfunction of equipment.